Event description:
The patient contacted lifescan and reported that their one touch ultra meter was not powering on. Since the patient was not able to test on the meter due to the power issue and was feeling dizzy and weak, they called their doctor and was advised to get the meter replaced. During troubleshooting, it was verified that they were using the correct test strips. They were asked to press the power button on, but the meter would not turn on. The batteries were checked to see of they were correctly installed, and they were. The batteries were last replaced less than a year ago and the condition of the battery compartment was good. The patient was sent a one touch ultrasmart starter kit as an upgrade.